Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having sore throat, shortness of breath, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged sore throat, shortness of breath, nasal/throat irritation or soreness. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an investigation. Slight dust-like and fibrous contamination was observed on and around the iso port, white contamination at the air inlet of the blower box at the filter location, a light brown dust-like contamination on the top enclosure under the right-side accessory door, a fine white dust-like contamination on the top and bottom of the blower motor, on the inner rim of the blower motor air intake, and on the blower outlet seal. They was unable to confirm/duplicate an overheat condition with the patient device and confirmed the presence of dust like contamination, inconsistent with degraded sound abatement foam, on/in the device. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer unable to directly address the symptoms outlined in the complaint and they did observe dust/dirt contamination in the airpath, likely from a source external to the device. In this report, section h6 has been updated.